Event description:
A customer reported no phaco power during setup for a cataract procedure. Three different phaco handpieces were used, but the issue remained. The system was switched out to proceed with surgery. Additional information has been requested.

Manufacturer narrative:
The company representative replaced the ultrasound controller printed circuit board (pcb) as a preventative measure. The system was then tested. The system met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).